Event description:
It was reported that a patient using an ilet replacement pump experienced recurrent episodes of hyperglycemia, with reports of glucose values reaching the 500s on several occasions and an increase in a1c from 7.2% to 7.8% after the replacement; caregiver troubleshooting included infusion site changes, new insulin vials, air checks, and cartridge/site replacements, and temporary improvement occurred after increasing the entered weight by 1¿4 lb. Symptoms included high blood glucose without reported ketones or acute complications. Outcomes included no hospitalization, no professional medical intervention beyond consultation with a clinician, and no use of backup therapy. Investigation included review of device alarms and data, user education and troubleshooting, and assessment for device malfunction. Investigation of this case revealed multiple cgm issues, a small number of occlusion alarms, limited use of specific meal features, and findings consistent with possible maladaptation, with no indicators of a device malfunction attributable to the pump hardware or software. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.